Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("light bleeding for last 2 weeks") in a 24 year-old female patient who had essure inserted (lot no. 632031) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain ("pain is on lower right side"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal surgery performed on: (B)(6) 2019) and unspecified non-drug therapy. At the time of the report, the pelvic pain was resolving. The outcome of genital haemorrhage was unknown. No causality assessment was received for essure with regard to pelvic pain or genital haemorrhage. The reporter commented: finding: right coil: 4; left coil: 5. Discrepancy noted: insertion date: as per argus: (B)(6) 2009; as per mr: (B)(6) 2009. Event onset date cannot be earlier that insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: left tube with essure is a 4.0 x up to 1.0 x 0.9 cm segment of fallopian tube with attached uterine tissue. The cut surface shows coiled metal wiring consistent with essure within the lumen. Right tube with essure is a 3.0 x up to 1.0 x 1.0 cm segment of fallopian tube with attached uterine tissue. The cut surface shows coiled metal wiring consistent with essure within the lumen. [Pregnancy test] on (B)(6) 2009: negative. On (B)(6) 2009: 3 month hsg: tubes occluded. Unspecified date: CT (computerized tomography) scan: nothing abnormal revealed. Lot number: 632031. Manufacture date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("light bleeding for last 2 weeks") in a 24 year-old female patient who had essure inserted (lot no. 632031) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain ("pain is on lower right side"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal surgery perform on : (B)(6) 2019) and unspecified non-drug therapy. At the time of the report, the pelvic pain was resolving. The outcome of genital haemorrhage was unknown. No causality assessment was received for essure with regard to pelvic pain or genital haemorrhage. The reporter commented: finding: right coil : 4 left coil : 5 discrepancy noted: insertion date. As per argus (B)(6) 2009, as per mr (B)(6) 2009, event onset date cannot be earlier that insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: left tube with essure is a 4.0 x up to 1.0 x 0.9 cm segment of fallopian tube with attached uterine tissue. The cut surface shows coiled metal wiring consistent with essure within the lumen. Right tube with essure is a 3.0 x up to 1.0 x 1.0 cm segment of fallopian tube with attached uterine tissue. The cut surface shows coiled metal wiring consistent with essure within the lumen [pregnancy test] on(B)(6) 2009: negative. (B)(6) 2009: 3 month hsg: tubes occluded unspecified date: CT (computerized tomography) scan: nothing abnormal revealed. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : patient's date of birth added, lot number added, reporters information patient medical history and surgical pathology reports were added. Insertion date and rcc updated essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report